Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a procedure the vitrector did not function. The case was completed using manual extraction. There was no harm to the patient. The patients visual acuity on post operative day two was 20/30.

Manufacturer narrative:
The system was examined and the reported event was not found. The customer did not retain the vitrector for examination. The sales representative, who visited the site, stated that the customer confirmed their knowledge of the set up process for the vitrector. No problems were found with the system. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).